Manufacturer narrative:
Carlson, a. P., abbas, m., hall, p., <(>&<)> taylor, c. (2017). Use of a polytetrafluoroethylene-coated vascular plug for focal intracranial parent vessel sacrifice for fusiform aneurysm treatment. Operative neurosurgery, 13(5), 596-602. Doi:10.1093/ons/opx006 the mvp-5q remains implanted in the patient; product analysis cannot be performed. The article states that the stroke likely occurred due to small perforator sacrifice. From the information provided, the event does not appear to be due to any defect of the mvp device. The event was likely due to unintended occlusion of a branching perforator. It should be noted that the mvp-5q is indicated for use in peripheral vasculature. Per the instructions for use, ¿the reverse medical corporation mvp micro vascular plug system is indicated to obstruct or reduce the rate of blood flow in the peripheral vasculature.¿ the IFU also provides the following warning, ¿the safety and effectiveness of the mvp system has not been established for cardiac uses (e.g., cardiac septal occlusion, patent ductus arteriosus, paravalvular leak closure) and neurologic uses.¿

Event description:
Medtronic literature review found a report of a patient stroke after mvp-5q implantation. The purpose of this article was to share the early clinical experience with the intracranial use of the microvascular plug (mvp) and to compare the results with previous coil-only techniques for vertebral artery sacrifice for fusiform vertebral aneurysm. The authors identified eight patients with fusiform dissecting vertebral aneurysm. Parent vessel occlusion was noted to be successful in all cases. The article states that patient 7 presented with subarachnoid hemorrhage from a right vertebral dissection aneurysm distal to the posterior inferior cerebellar artery (pica). Balloon occlusion test of the right vertebral artery showed adequate retrograde flow from the right posterior communicating artery into the basilar artery. In addition, the patient was noted to have robust filling of the bi-hemispheric pica. An mvp-5q was deployed distal to the aneurysm in order to sacrifice the vertebral artery distal to the pica. Afterward, two coils were placed to fill the aneurysm sac. The article states that the patient complained of loss of sensation in the ipsilateral face and contralateral body; a small right lateral medullary stroke was noted. The article states that the stroke occurred presumably from small perforator sacrifice.